Event description:
The customer reported that the insulin pump was not delivering insulin properly. The customer stated that her blood glucose was 88mg/dl for breakfast, then it went over 200mg/d for lunch, and last her glucose level was 350mg/dl at time of call. The customer stated that when the insulin pump gets to one third of the reservoir, the device does not deliver the full amount of insulin needed. Troubleshooting was performed. Reviewed the alarm history and found a low reservoir alarm. Assisted the caller to program a bolus and the bolus history recorded the bolus. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.